Manufacturer narrative:
The hosp does its own repair and according to the info received the ventilator has been repaired. Further info surrounding the event and the exchanged part has been sought. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that the panel holder broke. The panel holder holds the user interface onto the ventilator system. There was no pt involvement. (B)(4).